Event description:
Nurses have been reporting that the dialysis bags would leak or have holes after the bags were microwaved. Microwaving is part of the procedure that the dialysis unit suggests, and the pt is taught by the dialysis unit. It happens almost daily that a bag is damaged. It only takes 10 seconds of the microwave. Presently rptr has 3 bags as examples and are saving any future bags that may leak.